Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation, the pump was found to be infusing outside of the volumetric range that mmdg considers not reportable. The pump was serviced by a third party servicer. The pump was found to have it's infusion factor changed incorrectly. This caused the pump to over infuse. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump was "not infusing per programmed settings". Mmdg followed up with the initial reporter, who provided the pumps settings, but did not provide the amount delivered, or any other information. (B)(4).